Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by replacing the power management board. The device is back in service.

Event description:
The customer reported that the ventilator is not working on battery power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is not working on battery power. The customer reported the unit was not in use on patient.